Event description:
Nipping mouth [mouth injury]. Pin works loose from oral-b brushhead [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer e-mail stated the pin in the brush heads seemed to work loose, and the heads became loose at the top. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2021: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Nipping mouth. [Mouth injury] pin works loose from oral-b brushhead. [Device breakage] consumer e-mail stated the pin in the brush heads seemed to work loose, and the heads became loose at the top. No serious injury was reported.